Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 66 mg/dl. Reportedly, the customer's low bg caused the customer to faint, at the time of the event, the customer experienced inaccurate continuous glucose monitor (cgm) readings: the cgm bg reading was 160 mg/dl, and the meter bg reading was 66 mg/dl. Due to the inaccurate readings, the customer delivered numerous boluses via the pump. Customer consumed carbohydrates to address the low bg. Customer was discharged 5 hours later with the issue resolved. The pump history was checked, and it was found the pump was functioning as expected. No issues were observed with the inulin, cartridge, infusion set tubing, or the infusion set cannula in use at the time of the event. No additional information was provided or available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.